Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'cannot drive bellows' at the beginning of a case, unit was replaced to complete the case. There is no report of patient injury.